Event description:
It was reported the device was used during an unknown procedure. It was reported the hp052 works intermittently. Another handpiece was used to complete the case. There was no pt consequence.